Event description:
It was reported that patient underwent a procedure utilizing the (B)(6) kit on (B)(6) 2010. During the procedure, the tube leaked between the yellow and red ports. The surgeon had to complete the procedure utilizing a new kit and a delay of greater than thirty minutes occurred as a result. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent a procedure utilizing the marrowstim kit on (B)(6), 2010. During the procedure, the tube leaked between the yellow and red ports. The surgeon had to complete the procedure utilizing a new kit and a delay of greater then thirty minutes occurred as a result. No further information has been provided to date.

Manufacturer narrative:
Evaluation of the returned component confirmed the disposable leak around the cap area. The supplier has implemented additional quality measures since this lot was manufactured. (B)(4).